Event description:
It was reported that at the first refill of the pump the hcp did not use a mdt needle. The patient and her son believed that this was the reason that 9 ml's overflowed into the tissue surrounding the pump. Following the refill, the patient had gone shopping at target and a woman there had to call the ambulance due to the drug going into the "tissue around the pump". The patient went into shock and she was "seeing the tunnel and barely made it". At the second refill on (B)(6) 2012, the hcp was removing the "crappy medicine" from the pump. As they were refilling the pump, they got to a certain fluid level and then the patient felt it come out of the pump. The area got warm, her heart rate and her blood pressure went up. "Everything went up like she was starting to go into anaphylactic shock." It was reported that the patient said; "remove the fluid, it's happening again." They took it out and within minutes her heart rate dropped back down and everything was fine. The patient believed that the pump was faulty. A rotor study was performed and noted to be fine; there was not a pump issue. The pump and catheter are working fine. The patient has great pain control and has had zero issues until the pocket fill. The pump was used to deliver bupivacaine and dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
Previously reported information, as well as any additional information pertaining to the patient's second refill and overdose, will be captured in manufacturer's report #3007566237-2014-00445.

Manufacturer narrative:
Product ID, 8731 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that this patient's first overdose experience was (B)(6), either 2012 or 2013. It was additionally noted that the hcp had used a gablofen refill kit and that it was disposed of, and the clinic did not have the needle that was used. The reporter stated that the patient had anxiety and had an anxiety issue prior to implant. It was also stated that at one point the hcp filled the pump with sterile saline, and the patient witnessed this and still reported symptoms. It was later reported that the hcp stated again that the patient seemed to be dealing with serious anxiety issues and that the hcp was "doubtful that this was due to the pump or the tiny amount of drug left in the pump tubing and catheter."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported that no event occurred. The patient did not require hospitalization and there was no patient injury. The drugs in the pump were hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, following the pocket fill, the patient had similar symptoms to an overdose occurring at the time of report. The symptoms that patient was experiencing were extreme dry mouth, upset stomach, anxiousness and a metallic taste in her mouth. The reporter felt that the metallic taste specifically sounded like local anesthetic toxicity; however, she stated that it was her instinct that told her it wasn¿t the pump. Refer to manufacturer report #3004209178-2014-02745 for details pertaining to the overdose at the time of report.